Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer and handshake connection were microscopically and visually examined. A test rotawire was inserted into the device and was clipped in place using a test wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run; so, it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The reported locked on wire could not be tested due to the device not being able to run. There is no damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the brake defeat did not secure the wire. A rotalink advancer was selected for use. During preparation, it was noted that the rotawire and the burr rotated together after connecting the advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the brake defeat did not secure the wire. A rotalink advancer was selected for use. During preparation, it was noted that the rotawire and the burr rotated together after connecting the advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.